Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen response was delayed. At the time of the report, the pump was operating as expected. The customer's blood glucose level was 178 mg/dl.